Event description:
Reportedly, during testing it was found that the touch panel buttons did not work. Further investigation performed by the distributor found that the display board was defective. There was no patient involvement reported.